Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted if additional information is provided. Full event site name: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shut down suddenly and is displaying red lines when is turned on again. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed the reported issue. The fse replaced the display board but the issue remained. The fse then disassembled the monitor and sent to repair in the laboratory. The coiled cord was replaced and the monitor was reassembled and noted to be repaired. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b6, b7, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.